Event description:
Laparoscopic cholecystectomy - "clips do not close properly and come out the end of the clip appliers sideways."per medwatch report:"although the clips close properly, they come out the end of the clip applier sideways."

Manufacturer narrative:
This report responds to medwatch# (B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Although the root cause of the incident experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our initial/final report.